Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: neu_unknown_lead, product type: lead.

Event description:
Trial patient called because she just started her trial yesterday and she was not feel stimulation and was "not getting much symptom relief". Patient stated she only felt stimulation when she turns it up to 3. Patient stated she felt stimulation only in her "left upper buttock where the wires connect" and not in the bicycle seat region. Patient stated yesterday when the rep was setting both sides she "thought she felt it in the correct area on the right side but the left side felt like it was outside of the area". Patient stated now both sides feel outside the bicycle seat area. The patient was redirected to her managing hcp to discuss her symptoms and have the device checked.